Manufacturer narrative:
Analysis of the returned uninterruptible power supply (ups) confirmed an electrical failure as it did not hold charge following 6 hours of charging.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replacement batteries were shipped to the site. The representative reported that they replaced the viewing station of the imaging system ups batteries and informed the site representative that the batteries need to charge at least 8 hours to last over 3 minutes. This was performed on 11 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the uninterruptible power supply (ups) on the imaging system was only lasting 2 minutes and 49 seconds, rather than the 5 minutes specified by the manufacturer, when disconnected from an outlet. The reported issue was found when performed gain calibrations on the imaging system. No additional information was provided. There was no patient present when this issue was identified.